Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that one of the surgeons patients implanted with an icl on (B)(6) 2019, "appeared to have a lower than expected vault in each eye." The surgeon will "monitor and will be in touch after the patient's one week visit." Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Date of event: date of event is unk. Implant date is (B)(6) 2019. Claim#: (B)(4).